Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. During incoming performance verification testing of upstream occlusion sensor, it was found that the upstream occlusion alarm was sounding when cassette was attached. Cleared the alarm and made sure there was no obstruction in the line. Attached cassette again and the alarm was triggered once more. Recalibrated the upstream and downstream occlusion sensors. Attached cassette again and the alarm did not trigger. Conducted accuracy test. Passed. The probable cause is upstream occlusion sensor needed recalibration. Conducted performance verification tests. Passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device 'will not prime. Upstream occlusion alarm that would not clear'. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.